Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets cannula kinked events on 18-jun-2024 and 26-jun-2024 within 3 hours of insertion. Insertion site was abdomen for event 1 and thigh for event 2. Patient regularly rotate site location.furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 400+ mg/dl at the time of event 1 and 324 mg/dl at the time of event 2 .patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1929287 - MDR 3003442380-2024-18651 - device 2 of 2.